Event description:
It was reported that the o-ring would detach from the cartridge on multiple occasions during the cartridge change process. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.